Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2018, the customer received the following results on the compact plus system within 10 minutes: 20 mg/dl, 22 mg/dl, and 105 mg/dl. On (B)(6) 2018, the customer received the following results on the compact plus system within 10 minutes: 30 mg/dl and 115 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.